Manufacturer narrative:
During a procedure, the piece of this device is visible on the endoscope screen, but when this malfunction occurs the device is not displayed. Therefore, this malfunction is easily detectable and the falling piece of this device is easily retrievable. The root cause is determined to be a result of product variance. Therefore, the acceptance criteria for product inspection were reviewed and updated to strengthen quality control. However, fujifilm determined that the effect was not sufficient, so the structure of this product was changed. Improvements were not applied to this lot. Fujifilm will continue to monitor complaints for similar issues.

Event description:
During removal of the endoscope after endoscopic submucosal dissection of the colon, the piece of this device, which was attached to the distal end of the endoscope, fell into the digestive tract. The piece was retrieved with a forceps and the procedure was completed without harm or injury.